Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet system after infusion set changes, with multiple instances of bent cannulas and one instance where the user likely did not remove the blue needle guard before insertion; the user at times proceeded without confirming drops during fill tubing and temporarily removed the ilet due to rising glucose. Symptoms included elevated blood glucose levels. Outcomes included troubleshooting and user education, including reinforcement to perform fill tubing until drops are observed, to rotate insertion sites away from scar tissue and bony areas, and to replace supplies when occlusion or bent cannula is suspected. Investigation included customer service review, guided pump handling steps, and follow-up glucose trend checks. Investigation of this case revealed user handling and infusion set placement issues consistent with infusion component problems and insertion technique concerns, with glucose levels trending downward after proper fill tubing and site replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with use-related factors affecting infusion delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.